Event description:
(B)(4). Irradiatal bowel syndrome, polly systic fibrosis, high blood pressure, anxiety, depression, loss of energy, abdominal pain, cramping, loss of menstrual, then fluctuations if menstrual..